Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, white particles, opening curved on posterior and delamination total of the plug strap disk shell leak test and microscopic analysis was performed which identified: sharp opening on posterior, delamination total of the plug strap disk shell. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, and delamination total of the plug strap disk shell (adhesive failure) reason for reoperation: deflation and ¿exchange from textured to smooth breast implants due to the patient¿s concern.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation and ¿exchange from textured to smooth breast implants due to the patient¿s concern.¿ device was implanted after the expiration date. The device has been explanted